Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of a harmonic ace instrument broke and fell into the patient. The fragment was retrieved during the same procedure. A backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: all fragments were retrieved. The instrument was inspected prior to use. The surgeon was dissecting tissue when the fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The wrist was straightened upon the final removal of the instrument. The surgical staff did not fell any resistance upon the removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining to a foreign object. There was no photographic images or video recording of the procedure available for review.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. Broken piece, approximately 0.39" x 0.10" was returned. No material appeared to be missing as broken assembly was pieced back together. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.